Event description:
New enteral pump placed on pt in 2003. Five days later caregiver reported pump showed error message of "blocked flow." New pump given to caregiver in three hours. Caregiver bolus fed pt until new pump arrived. Operational check verified pump with blocked flow and reported to manufacturer.